Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to suspected metallosis. Intra-operatively, metallosis was confirmed and trunnion wear was observed. A stem, head and liner were revised to a restoration modular stem construct, ceramic head, and liner. Rep confirmed there are no allegations against the revised liner.